Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injections (dosage, route, frequency, and duration not reported) and fortum (500 mg, route, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient recovered from the event of peritonitis but was still in the hospital at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.